Manufacturer narrative:
Philips has investigated this complaint. According to the additional information the system was not in clinical use. It was reported that the ippc degraded disk bay board. Upon further inspection, philips remote service engineer (rse) confirmed the equipment and power supply were turned off and on without any problem, it is left off under monitoring for two days to check the problem. The customer reported that the equipment turned on without any problem. Rse recommended to customer to turn off the equipment every day and keep the technical and examination room within temperature range (19 to 21 ° c) to avoid corruption of the database. After that, the system was returned to use in good working. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system would not turn on. No harm to the patient or user was reported. Philips has started an investigation of this complaint.